Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed by operational check. Error code e-59 was recorded in the event log, indicating a failure in charging a detachable battery. The device's detachable battery was replaced to address the issue. Device passed all final test.